Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The field service engineer inspected the analyzer and performed liquid flow cleaning (lfc) for the internal pathways of the sipper, sample, and reagent (sr) probes. Key components were replaced, including the sr and sipper probe tubing, as well as the measuring cell and its connecting tubing. Following the hardware installation, system settings were verified, and minor adjustments were made to the sr probe positions. A full system verification was then conducted, with the instrument successfully passing the volume, voltage, blank cell, mechanical checks, and calibrations. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs stat and elecsys probnp ii results from a patient sample tested on the cobas e 411 analyzer (disk system). This medwatch is for the elecsys probnp ii assay. The initial result was 1731.0 pg/ml. The repeat result was <10.00 pg/ml. Please refer to the medwatch with a.1 patient identifier pt-0080528 for the elecsys troponin t hs stat assay.

Manufacturer narrative:
Pertinent fields in section d, g1, and g4 PMA / 510k (premarket numbers) updated. The customer has identified the cause of the event as a preanalytic issue at their site. The patient sample tube was incorrectly positioned, which led to incorrect pipetting of the sample. There was no indication of a device malfunction.